Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had hypoglycemic episode reaching a low of 40 mg/dl blood glucose which was overcorrected resulting in hyperglycemic episode of 300 mg/dl. The user corrected the low with glucose tabs and did not require any further outside intervention. The user was educated on the importance of treating lows following the 15 for 15 rule.